Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the armada 14 was taken to the below the knee lesion and inflated. Deflation was difficult and slow, but the balloon was successfully deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.